Manufacturer narrative:
B5: the reporter indicated that a 12.6mm, tmicl12.6, 4.0/1.0/169, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021 and low vault was observed. It was later reported that at 2-day post- op it was determined that explantation was not necessary. Problem resolved. H6- work order search: no similar complaints were reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
(Expiration date): unk, no serial number reported. (Device manufacturing date): unk, no serial number reported. (B)(4).

Event description:
It was reported that a 12.6 lens was going to be explanted due to sizing. It was later reported that the patient did not require explant. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.